Manufacturer narrative:
Analysis was not able to confirm the reported issue. No cables were returned with the analyzer. The patient connector had disturbed pins, and there was damage to the patient connection. The analyzer passed all testing with good test cables. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was unable to get electrograms during a case on multiple occasions. It was also reported that the analyzer testing was not working at various times. The analyzer has been returned for service. No patient complications have been reported as a result of this event.